Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was difficult to open. It feels stuck and must be manually pulled out. The field service engineer found the retractor band was damaged. The service engineer replaced the full hight slide on drawer 6 in the main unit and also replaced the damaged retractor band, reseated all cables and wires to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system that the main drawer 6 was difficult to open. It feels stuck and must be manually pulled out. The customer reported that this malfunction occurred during the dispensing of medication to patient. However, there were no adverse events or injuries reported based on this event.